Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the occurrence of autofill failures. To fix the issue, the stm replaced the purge valve assembly and fill manifold assembly and performed full preventative maintenance. The stm also performed all functional and safety checks to meet factory specifications, and the iabp was then released to the customer and cleared for clinical service.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure message . The circumstances of the event are unknown; however, there was no patient involvement and no adverse event was reported.